Manufacturer narrative:
Concomitant medical products: product ID: 3057, serial# unknown, product type: screening device. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient with a trial external neurostimulator (ens) for non-obstructive urinary retention and urgency frequency patient reported soreness at the incision site. Patient also reported that the catheter was painful and that they had been sick. No further complications were noted or anticipated.